Manufacturer narrative:
H3, h6: a software analysis was initiated. The logs were reviewed and one session was identified on the incident date where the user performed a standard fess procedure. The archive contained a single computer tomography scan with 371 slices, each having a thickness and spacing of 0.5 mm. During the procedure, both touch and trace registration were performed; however, touch registration included only one confirmed touch point, while trace registration collected 751 trace points primarily from the tip of the nose and some from the forehead. Registration was attempted, and truverify checks were completed before navigation, with error metrics recorded at 1 mm, followed by a transition to navigation. It is recommended that touch registration include a minimum of three confirmed touch points to ensure accuracy and reliability. No evidence in the logs explains the reported inaccuracy, and there was insufficient information to determine whether a software anomaly contributed to the reported behavior. Code c19 and previously reported codes b01, d15 are a pplicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed there to be inaccuracies with navigation. The software did not pass testing. The software was uninstalled and reinstalled and system passed testing but will be monitored. H6: codes b01, c10, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, version: 2.1.0 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess). It was reported that while registering the patient, they received a 1.1 registration around the sinus area. The surgeon verified known landmarks with a registration probe and it "appeared to be accurate." The surgeon verified the straight suction and reported the "tip of the nose seemed off", but was accurate in the inferior turbinate. The surgeon navigated to the maxillary sinus and reported it was "off by a couple mm off to the posterior wall." The surgeon reverified known anatomical landmarks with a navigated tricut. The surgeon then used a seeker which "appeared accurate, but was inaccurate" the further he went in. The surgeon continued the case with the navigation system. The medtronic representative (rep) reported that there was no movement in the head or the patient tracker. The geometry error was .23 and there was no obstruction in the field of view. The scan quality was noted to be good with a good representation of the patient. Registration started at the tip of the nose and went up around the forehead. The instruments did not appear to be damaged. There was no delay. There was no impact on the patient's outcome.